Manufacturer narrative:
Health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported first set of implant rupture. Device was explanted. This is for left side.